Event description:
Additional information was received. It was reported that the patient had expired on (B)(6), 2013. The cause of death was unknown, though it was noted that the patient had had a shunt surgery eight days prior. It was noted that the patient¿s baclofen therapy had been on-going.

Event description:
It was reported that the patient died on (B)(6) 2013. The doctor stated they did not feel the death was related to their intrathecal drug delivery system or therapy as they felt it was functioning properly. The medication infused was gablofen. On (B)(6) 2013, the representative later reported that the patient was released from the hospital, and then a couple of days later they had a seizure in the middle of the night and died. On (B)(6) 2013, a healthcare provider later reported that the cause of death was unknown. The patient was at home when they passed away. They did not know if the cause of death was related to the device or therapy. They did not know if the device was explanted. They further stated that nothing was definitive for the cause of death, and they did not know if the death was considered to be related to either of the revision surgeries performed. The hcp stated that the doctor thought the patient might have had a seizure at home, but they did not know for sure. On (B)(6) 2013, the representative later reported that the only thing they were able to find out was the cause of death was not related to the device. They noted that the patient ¿apparently had a lot of other issues¿ and had a few surgeries not involving the baclofen pump.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).